Event description:
Customer declined to speak with help line. Customer reports to that sensor is giving low readings. Customer states blood glucose was 100 mg/dl. Customer also states that vibrate mode on insulin pump is not functioning. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.